Manufacturer narrative:
(B) (4).

Event description:
The patient was hit by a car and broke her leg. She felt stimulation therapy "too far to the left." She was in a nursing home at the time of the call. A field representative had seen her and stated that nothing was wrong with the implantable neurostimulator. Additional information has been requested. A follow-up report will be submitted if additional information become available.